Manufacturer narrative:
The event occurred for a "couple months" of 2019. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump displayed an alarm of common failure f_94 (configuration option settings checksum is not 0/main batteries). This issue was identified when the device was turned on. There was no patient involvement. No additional information is available.